Event description:
The customer reported that after replacing the batteries in their analyzer that the display went blank and the batteries were hot. There were no allegations of patient/user harm.

Manufacturer narrative:
The analyzer was returned for investigation. Damage to the battery compartment case was discovered during investigation indicative of customer mishandling. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.